Manufacturer narrative:
The device was returned for analysis. The reported premature activation. Was able to be confirmed. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot level product quality issue. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that inadvertent mishandling resulted in the noted multiple kinks on the stent sheath causing the distal sheath to slightly retract from the base of the tip and inadvertently prematurely expose the stent. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The absolute pro device is currently not commercially available in the us; however, it is similar to a device sold in the us.

Event description:
It was reported that when the absolute pro self expanding stent system (sess) was removed from the packaging, the stent was noted to be exposed but not flowering. Therefore the device was not used and there was no patient involvement. A non-abbott device was used to complete the procedure. There was no clinically significant delay in the procedure. No additional information was provided.